Event description:
The customer stated that the left drip tray had bloody liquid contain within the beckman coulter lh750 slidemaker instrument. The operator was wearing a lab coat, eye protection and gloves at the time of occurrence. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. Neither death nor injury resulted from this event and there was no change to patient treatment. There is an exposure control or risk management plan in place at the facility. The customer did not review the msds. The (field service engineer) fse stated that the customer reports (vacuum chamber) vc 2 & 4 is overflowing. He bleached the waste pathway from vc 4 to floor drain. The root cause of the leak was a plug in the waste pathway causing the vacuum chambers to overflow. Labeling: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).